Event description:
During the use of the device for a non-clinical activity, the user reported that the electrical cord had a large chunk missing from the outer casing and the inner cord was exposed. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.